Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device was received with normal operating currents, no unexpected battery out limit alarmed or frozen screen during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the batter was low in the insulin pump so he changed it. While he was setting up the time and date the device froze. Customer then inserted another battery and it alarmed button error. Customer's blood glucose was 146 mg/dl. He didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.